Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that the patient visited the hospital on the same day as the event onset and was immediately treated with intravenous drip of unspecified antibiotic (no further details reported). Two days after the event onset, the patient was recovering from the peritonitis. Treatment for the event was completed within a few days. D11: reguneal lca 1.5 should additional relevant information become available, a supplemental report will be submitted.